Event description:
It was reported to the MFR that during a dosing appointment with the vns pt, the physician got the error message "programmed current possibly not delivered at specified level, (possibly limited by battery voltage, lead impedance or other reasons)." This error message was seen following two interrogations of the device. Diagnostics were then performed on the device that indicated the device was working within normal limits. A third interrogation was done which was successful. Review of programming history revealed no anomalies with the pt's device.